Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 25.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. A review of the manufacturer's implant database shows the original implant was replaced with a 23.5 d lens of the same model. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The intraocular lens was removed and replaced due to the incorrect power originally implanted. No patient injury reported.